Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the doctor was treating an mma using a microcatheter along with a liquid embolic system. During injection of the liquid embolic, it appeared that liquid was leaking from the microcatheter between the 2 distal markers. The injection was then stopped, and the microcatheter was removed from the patient. Additional information was requested from the reporter regarding injection time and how case was completed. No information was received to date despite multiple attempts were made. There was no injury reported for the patient, who was discharged from the hospital.

Manufacturer narrative:
The investigation found the microcatheter returned with residual onyx inside the hub and occluding the distal end. No damage was observed. Due to the occlusion, the investigation could not leak test the device to further assess the alleged product issue and therefore, this complaint is considered non-verifiable. Reflux of liquid embolic over the microcatheter tip during injection may have appeared as a leak under fluoro.

Event description:
See h11.